Event description:
Information received from the field does not address the patient's clinical status but notes that the device was explanted in the emergency room due to no output and the inability to interrogate the device.